Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl also the reservoir had air bubbles. The patient¿s blood glucose was 364 mg/dl to 365mg/dl and it ended upto 515 mg/dl. Customer declined to troubleshoot for high blood glucose. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible but t occurred in the past. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection. The reservoir is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. (B)(4).